Manufacturer narrative:
((B)(4). Most likely underlying root cause: mlc-25- strip inserted backwards or upside-down test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time

Event description:
Consumer reported complaint for dead meter. Kinsey is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling weak. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is (B)(6) 2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. The meter is not coming on. Customer is using the proper test strips. The strips are being inserted correctly. The battery has been installed properly with the + sign upwards. A new battery was used and was it properly installed. Customer is feeling weak. Customer will get a replacement meter at the pharmacy.